Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, the screwdriver stripped while trying to implant a screw. The products came in contact with the patient but it did not break. No patient complications were reported as a result of this event.